Event description:
Olympus was informed that during a total laparoscopic hysterectomy, it was noted that the teflon pad on the grasper of the thunderbeat handpiece was missing. The teflon pad could not be located. The procedure was completed with a second handpiece.

Manufacturer narrative:
The handpiece has not been yet returned to olympus for evaluation. The user's experience cannot be conclusively determined. However, teflon pad damage can result from continuous activation of the output without tissue between the probe and jaw. If additional information becomes available at a later time, this repot will be supplemented.